Event description:
The customer called to report high blood glucose and the reading was 456 mg/dl. The customer was not feeling well during the phone call and she stated she was six months pregnant. The customer was advised to seek medical assistance right away. The customer's blood glucose went up to 510 mg/dl during the phone call and she was taken to the hosp by her mother. No troubleshooting was performed during the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.